Event description:
It was reported, "there was a tear on ng [nasogastric] tube and leakage occurred during use."

Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. Unable to perform a device history record review because the lot number was not provided. Process evaluation determined that manufacturing controls, inspections, and leak testing activities were in place and no manufacturing operation capable of causing the reported damage could be identified. The returned sample was evaluated and leakage was confirmed due to a small hole located below the y-connector. External dent marks, jagged/wrinkled tubing surfaces, and internal tubing wall indentations were observed during examination. Root cause could not be determined. All information reasonably known as of 03 jun 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.